Manufacturer narrative:
(B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results becomeavailable.

Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information isavailable.

Manufacturer narrative:
(B)(4). Additional information: device evaluation info. Evaluation summary: the reported sample was returned for evaluation. The visual inspection did not identify the reported issue; no particulate matter was found in the provided sample. Based on evaluation findings, the reported condition could not be confirmed and the device was found to be within specification. Should additional relevant information become available, a follow up report will be submitted.